Manufacturer narrative:
The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03500. It was reported that patient experienced back pain after a trial procedure. It was confirmed via MRI that there was fluid at t8-t12. As a result, patient was hospitalized. The radiologist revealed that there was neither blood nor a hematoma within the epidural space, but an incidental finding revealed a thin line of fatty tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that the issue has resolved.